Manufacturer narrative:
It was reported that the device is not expected to be received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown and therefore the manufacturing batch records for the complaint device cannot be reviewed. If any further relevant information is provided, a follow up medwatch report will be filed.

Event description:
There was a bsc 014 thruway wire in with the distal tip across the stenosis in the tibial perineal trunk. The 3mm coyote balloon was then advanced over the wire into the 7fr sheath. When the balloon stopped tracking over the wire fluoroscopy was used and located the balloon still in the sheath just over the iliac bifurcation, the coyote balloon would still not advance over the wire. Efforts were then made to retract the balloon over the wire however the balloon was stuck on the wire causing wire access to be lost. Another balloon and different 014 wire were used to complete the procedure. The patient had no adverse reactions and is doing fine.